Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing and stress testing without duplicating the report. The report was cleared from the log. An internal inspection of the device found no discrepancies. The battery harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the watchdog timer self test. Complainant indicated that there was no patient involvement in the reported malfunction.